Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms. Customer's current and at time of incident blood glucose value was 500 mg/dl. Customer stated that they had highs and no delivery alarm. Troubleshooting was performed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer declined to do troubleshoot for high blood glucose. The product was not returned for analysis.